Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 475cc gel breast prosthesis (left device) and a mentor memorygel breast implant 500cc gel breast prosthesis (right device) developed a bump on her right breast post implantation. It was reported that the bump is at the base of the implant and about 1-2 inches under the nipple. Additionally, there is a fold in the implant and it was reported that the bump looks like ¿an extra nipple¿ and that it is uncomfortable. An ultrasound indicated that the region of concern appears to be a contour undulation / ridge associated with the breast prosthesis. Lastly, the patient developed bilateral breast pain post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).